Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device tip is cut, exposing the collagen and anchor. The returned sample appears to have been used and contained the anchor and collagen. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The delivery system was inserted into the introducer sheath until it audibly locked into place. However, the anchor did not release, which could not be detected at that point. Pulling the cap into the locking position also worked correctly; however, the anchor did not lock into place as intended. When the sheath was withdrawn, the entire system was pulled out since the anchor had not released. When the sheath was cut open, the anchor and collagen were found to be in the non-released state. It was compressed manually. There was no patient injury. No patient details are available due to data privacy. The procedure performed was a pta with stent. Hemostasis was achieved by manual compression. A 6 french procedural sheath was used prior to the angio-seal. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc. The patient was in stable condition. No equipment or other devices were used with the angio-seal.